Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. Medical records further noted allegations of patient's hip locking up and popping. Operative report noted the presence of a hypertrophic synovium, bursa, straw colored fluid, bony acetabular shelf superior, and no evidence of metallosis. The acetabular cup and stem were well ingrown and remain implanted. The modular and taper adapter were removed and replaced with an active articulation head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain."